Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Lot number: unknown, information not provided. Expiration date: unknown. UDI number: unknown. If implanted; give date: the cartridge is not an implantable device. If explanted; give date: the cartridge is not an implantable device. Other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted, was removed and replaced with the back-up lens. It was noted that there was a loading issue, bent/broken haptic. The cartridge broke/cracked and ruined the 2 iols. Suspect products were discarded by the facility. It was learned upon further follow-up that the 1st suspect iol with the known serial number was wasted while inserting lens. Then a 2nd iol with unknown product identifiers also was wasted after insertion to the patient¿s eye. The 2nd iol was then removed from patient¿s eye. A 3rd back-up iol was implanted with the same model and diopter size with no complications. No other information was provided. This report captures that event involving 2nd iol. A separate report will be sent to capture the 1st iol.